Event description:
Senseonics was made aware of an incident where user reported a low glucose event and provided the following example: on (B)(6) 2025, at 9:57 pm est - sg 92 mg/dl, bg 48 mg/dl. A review of the data management system (dms) confirmed the same values at the time of the event. The review also confirmed that the user did not receive a low glucose alert because the sensor glucose (sg) value did not fall below the alert threshold. The user did not seek medical treatment and resolved the event with assistance from his wife, who provided cookies containing peanuts. The user reported taking nasal glucagon to treat the low blood glucose but has not yet informed the healthcare provider (hcp). The user was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving a low glucose event. The following example set was provided: 1. (B)(6) 2025 9:57 pm / sg: 92 mg/dl - bg: 48 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 9:57 pm user's sg was 92 mg/dl, and no bg was entered. A review of the alert history revealed that the user did not receive a low glucose alert at the time of event because the sg never went below the alert level.the user did not seek medical treatment. User resolved the event with assistance from his wife, who provided cookies with peanuts. User reported taking nasal glucagon to treat low blood glucose. User's hcp was not aware of the event. User was advised to follow up with the hcp for further medical guidance.in an associated case of sensor inaccuracy, the user reported that the system displayed results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and the sensor was requested for further investigation. However, the sensor was not returned to senseonics prior to closure of the complaint. A review of the in-vivo raw sensor data showed optical instability around the timeframe of the reported inaccuracies. Although a sensor replacement was authorized, the user continues to actively use the system. A subsequent review of dms data indicated that the system has stabilized, with improved sg/bg agreement observed. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.